Manufacturer narrative:
Corrected data: upon further review it was determined that the patient code should be updated to "hm-unspecified injury" from "hs- no patient involvement/no harm" as was reported in the initial report submitted. Therefore, section h6:health effect clinical code: must be updated from "4582 - no clinical signs, symptoms or conditions" to "1845 - rye injury(unspecified injury)" to correct the information. This field is updated in this report: section h6:health effect clinical code: 1845 (unspecified injury). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to mechanical complications observed during post-operative visit. The patient was reportedly doing great post surgery. The suspect product was discarded. No further information provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaint was received from this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.